Event description:
It was reported that during a thyroidectomy procedure, the package was destroyed. Surgery was prolonged five minutes. Unknown how case was completed. There were no adverse consequences to the patient. Additional information requested, but not yet received regarding the packaging being destroyed.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.